Manufacturer narrative:
Initial.

Event description:
It was reported that a user disconnected from the ilet pump for approximately 30 minutes during a shower and later experienced hyperglycemia with continuous glucose monitor (cgm) reading 335 mg/dl. The user denied infusion site issues, reported an appropriate meal announcement, and was advised on timing for manual insulin dosing after disconnection. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user self-monitoring without need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding infusion set reconnection and dosing timing. Investigation of this case revealed that the elevated glucose was consistent with insulin interruption due to pump disconnection, with no evidence of infusion set or cartridge malfunction. It was concluded, based on previously established findings for similar reports, that user-related interruption of insulin delivery was the most likely cause.